Manufacturer narrative:
(B)(4). Device name: wart remover.

Event description:
Case description: this spontaneous report originating from united states as received from a consumer refers to a female patient of unknown age. This report concerns 1 patient(s) and 1 device(s). In (B)(6) 2008 the patient started therapy with dimethyl ether (+) propane. (Dr. School's freeze away common and plantar wart remover) for unknown indication. The patient used dimethyl ether (+) propane (dr. School's freeze away common and plantar wart remover) for unknown indication. In (B)(6) 2008 the patient experienced skin irritated and exploded on me. Therapy with dimethyl ether (+) propane (dr. Scholl's freeze away common and plantar wart remover) was discontinued. The outcome of skin irritated and exploded on me is unknown. The reporter considered skin irritated and exploded on me related to dimethyl ether (+) propane (dr. Scholl's freeze away common and plantar wart remover). The dimethyl ether (+) propane (dr. Scholl's freeze away common and plantar wart remover) was not available for investigation. For dimethyl ether (+) propane (dr. Scholl's freeze away common and plantar wart remover), the lot number is not available and the serial number is not available. This is a final report for this case.